Manufacturer narrative:
The investigation for the low pump flow has been completed. The product and data logs were not returned for review. Based on clinical description, the root cause of low flow was most likely cannula kink from cardiopulmonary resuscitation. G.1 revised reporting contact facility name as it was inadvertently omitted from the initial manufacturer device number 1220648-2024-12951. H.10 additional manufacturer narrative instructions for use (ifus) were reported on the previously submitted manufacturer device number 1220648-2024-12951 incorrectly. No ifus are needed to be reported for this report in accordance with updated procedures.

Manufacturer narrative:
The impella device has not been returned for evaluation at this time. Upon completion of the investigation, a supplemental report will be submitted. The instructions for use for the impella cp with smartassist system state the following: section: warnings & cautions: cautions ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The user facility reported that during support with an impella cp on a 65 year old female in cardiac arrest, the impella appeared kinked upon checking the placement of the pump while performing cardio pulmonary resuscitation on fluro. Physician opted to remove the pump and replaced it with a new impella while patient continued in cardiac arrest. The patient's outcome is unknown at this time.